Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: that the hub/adapter of the ett comes off easily. Complaint indicates that the alleged incident occurred during an intubation procedure. No pt injury reported. Pt current condition is fine. Add'l info: the infant was reintubated due to the adapter coming off during the initial procedure.